Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported a piece of the rubber plunger in a saline flush. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap, and one photo was provided for evaluation by our quality team. A visual inspection was performed with 30x magnification. No damaged or imperfections were observed to the rubber stopper or any other part of the syringe. The photo provided shows a syringe and a human hand with a dark colored particle on the fingertip. No other information could be obtained from the photo. A device history record review was completed for provided material number 306546, lot 4351030. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual particle analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306546. Batch#: 4351030. Verbatim: one of my nurses found a piece of the rubber plunger in a saline flush today. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury to patient, the nurse saw the floating rubber in the syringe and do not continue to use. Kindly provide the date of event. Feb 19, 2025.